Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) had a surgical scs lead added to his existing system to provide better coverage to the affected area. Effective stimulation was achieved following the procedure.